Event description:
A patient experiencing an episode of acute hypotension, with maps [mean arterial pressure] in low 50s, due to tension pneumothorax, was initiated on a levophed infusion. The levophed was rapidly titrated up to 0.1mcg/kg/min due to continued and worsening blood pressures and no notable response after pressor initiation. The primary rn disconnected the tubing from the patient while the pump was still infusing and realized that medication was not flowing and no drips were coming out. The pump did not alarm at any time and was running as if infusing without issue. The primary rn quickly grabbed new tubing, levophed, and the backup pump and initiated the infusion on the new equipment. At this time, the patient¿s map decreased to as low as 45. Once the patient received the infusion, blood pressure quickly stabilized, with the max dose on the new pump at 0.1 mcg/kg/min and was then able to be weaned after treatment of tension pneumothorax. Both sets of tubing were primed by gravity due to emergent time constraints.